Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported device rupture. Device remains implanted. Record is for the left side.

Event description:
Patient representative reported left side device rupture. Patient representative later reported "pain," "anxiety, ""hypoesthesia," and "implant slightly dropped." Device has been explanted.

Manufacturer narrative:
D10. Concomitant therapies continued: intravenous paracetamol, naproxen 550mg.